Event description:
The facility representative reported a colleague infusion pump where the "manual tube release needs to keep getting re-set". It is unknown when this condition occurred in general patient ward. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "manual tube release needs to keep getting reset" was confirmed by baxter personnel during product evaluation. The root cause was not identified and no repairs were made for the reported problem. Should additional information become available, a follow-up medwatch will be submitted.